Event description:
Add'l info rec'd from MFR 9/8/03: the facility was unable to provide co with the lot number of the device. Synthes is unable to determine the MFR date without a lot number. A medwatch report has not been filed on this event. Even though a fragment of the drill bit remains in the pt, no add'l surgery was required to prevent permanent injury.

Event description:
Drill bit tip broke off in tibia while drilling for rod placement. Surgeon feels drill bit may have hit side of rod. Fragment remains in pt as it was completely inside the bone.